Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a malfunction in their spinal cord system and increased pain. The device stopped providing them proper relief and they went through a variety of different reprogramming sessions without much luck. Imaging was done on (B)(6) 2018 and it was noted that the electrodes had not moved. The device was explanted and replaced on (B)(6) 2018 and the issue was noted to be resolved, without sequelae, as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the cause of the device malfunctioning/having stopped providing relief was not determined. No further complications were reported/anticipated.